Manufacturer narrative:
The reported event of the stylet failure to advance was confirmed. As received, a complete lead without the stylet was returned in one piece for analysis. Visual and x-ray inspection of the lead found no anomalies. The stylet insertion test was performed and the test stylet was noted to be restricted. X-ray examination showed no anomalies or damage. Destructive analysis of the lead found the blood clogged at the stylet restriction location. The cause of the reported event was isolated to the inner coil being clogged with blood/ body fluids.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the stylet had failed to be advanced into the right ventricular (rv) lead. The physician made several attempts to insert the stylet into the rv lead but was unsuccessful. The rv lead was removed and replaced during the procedure. The patient was in stable condition throughout.